Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/20/2019 a manufacturing record evaluation was performed for the finished device lot number meh587- eh7691, and no non-conformances were identified. One opened box with nineteen unopened samples of product code eh7691, lot meh587 was returned for analysis. The complaint issue was not received for evaluation. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no breakage suture was found and the tested samples met the finished goods requirements.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture was broken. There were no adverse patient consequences reported.